Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified an opening, wear abrasion, and fold crease. A leak test was performed which found an opening on the radius side. A microscopic analysis was performed which identified a smooth crease opening on the radius side. The fill test inspection was performed and the result is no blockage. Based on the device analysis, the final assessment is a smooth crease opening on the radius side assessed as a fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.